Event description:
Patient went to operating room for insertion of synthes right long trochanteric nail due to a femur fracture. During the case approximately an 1/8 inch of drill bit tip broke off in the femur as the surgeon was drilling. The surgeon decided to leave the broken piece in place.